Event description:
A 3.0 mm diameter x 30mm length endeavor drug eluting stent system was implanted in a patient for the treatment of a coronary lesion. Fifty-two months post stent implant, the patient was admitted to the hospital due to angina pectoris. Pci of rca was performed. The patient expired the following day due to suspicion of pulmonary embolism. No autopsy performed. The investigator assessed the event was not related to the device nor index procedure.

Manufacturer narrative:
Evaluation results - death. Other, no autopsy performed.